Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20,000 syringe s2 5ml 22ga 1-1/4in bd experienced a failure to contain blood/medication and device damage/deformation with the device considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: the product was delivered from the supply room to the department. The department found scratches on the inner wall of the syringe, which was rough and opaque. Then the supply room conducted a random inspection and found that each box had this problem. There were two material numbers and batch numbers, a total of 20,000. Large quantity.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and samples for catalog: 301942, lot: 1901134 to investigate for this record. Visual examination of the samples shows scratches/stains on the barrel of the syringe which consist of the polypropylene material during the molding process. As a result, bd was able to verify the reported issue. During this molding process, some polypropylene particles could form small layers on the surface of internal parts of the mold. This issue produces an opaque barrel wall in some areas. Internal scratches may be produced from the same issue during the unmolding of the barrel. This is considered a cosmetic issue with no risk to the health of the patient. The device history review showed no indication of the alleged defect.

Event description:
It was reported that 20,000 syringe s2 5ml 22ga 1-1/4in bd experienced a failure to contain blood/medication and device damage/deformation with the device considered operable. The product defects were noted prior to use. The following information was provided by the initial reporter: the product was delivered from the supply room to the department. The department found scratches on the inner wall of the syringe, which was rough and opaque. Then the supply room conducted a random inspection and found that each box had this problem. There were two material numbers and batch numbers, a total of 20,000. Large quantity.